Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was missing the cap during set-up prior to peritoneal dialysis therapy. The care giver stated they had noticed the cap was missing from the red line when they opened the bag to set up the device. The care giver specified the cap was not loose in the bag and there had been no damage to the packaging or supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.